Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with syringes. The customer states that the piston on the device would not work after resetting the insulin pump. The customer states that the insulin pump would not alarm to notify the customer that there was a malfunction. The customer returned the insulin pump for analysis.